Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system and one video were provided for evaluation. Based solely on the aforementioned video, the catheter appeared to perform an ablation with stable temperature and power. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein ablation procedure, while ablating in the cavotricuspid isthmus, a cardiac effusion occurred. Radiofrequency was applied for twenty-three seconds at thirty five degrees celsius and a steam pop occurred. An intracardiac echocardiogram was performed and confirmed the cardiac effusion. The patient was hemodynamically stable and no intervention was performed.